Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to valve vegetation. The ipg system was replaced approximately twelve days post explant. No further patient complications have been reported as a result of this event.